Event description:
Switched ortho pat from intra-op to post-op mode. All lights on screen came on like it was not functioning properly. Turned off cleared screen. Self check worked fine. Equipment worked well for approx. 45 mins. Then screen display read "not communicating" unable to open lid with trouble shooting - pushed "stop" and it would not turn off. Tech. Support on line. Advised to unplug. Equipment stuck in spin cycle. Told by technical support to allow battery to run down. No harm to pt. Cells saved and reinfused to pt. System and tubing replaced in new orthopat. No problems encountered.